Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, evidence of liquid is observed between the stopper ribs, verifying the reported incident. There was no damage or other defect identified within the product to indicate why the leak occurred. A device history review was performed for suspected lot 2408034, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the retained samples along with the returned sample, all product was verified to meet required specification and no leakage were observed. It is possible that when filling the syringe, the pressure exerted on the device may create a gap between the stopper and barrel wall. This cannot be verified for the reported incident, therefore a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Product description: 3-piece luer-lock syringe 50 ml reference: 300865. Lot number: not known (all the syringes necessary for the preparation of chemotherapy are opened before any handling and ready for use in the isolator, the batch currently in the area is the 2408034 but without certainty that it is the batch of the incriminated device) description of the anomaly: probable problem with the sealing of the elastomer seal because during the sampling of a cytotoxic in the isolator, liquid flowed into the small void space between the elastomer seal and the top of the piston. There were no clinical consequences for a patient as the incident occurred during the preparation of the bags in the caz. The offending device has been retained. It has been contaminated with cytotoxic and is currently in quarantine in a double bag (plastic bag + biohazard bag). Do you want to recover it for analysis? Thank you for your interest in our report